Event description:
During a tfn procedure the set screw inside the tfn advanced down and the locking device was deployed too far. As the surgeon attempted to hammer the blade into place, the set screw blocked the blade from going in. The surgeon backed up the set screw then reinserted the blade and placed it where he needed it to be. At full insertion, the knob on the coupling screw broke off and surgeon was unable to remove the coupling screw from the blade. Nothing broke off in the patient and the surgeon used a back up system to complete the procedure. Procedure was extended approximately 10 minutes. This report is #2 of 3 for the same event.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Product development engineer evaluated the device and indicated the helical blade coupling screw is hammered repeatedly as part of the technique to insert the helical blade. A review of the product design/drawings also showed the coupling screw design to be acceptable for the intended use. Additionally, excessive hammering of the coupling screw off-angle or when the screw is not fully tightened, per the described technique, could result in loading conditions that may lead to breakage. The returned device was manufactured in march 2009 and is over 3 years old and shows evidence of being used/hammered extensively over that time. The dents around the perimeter of the head indicate that it has been struck off-angle numerous times. The complaint condition is due to multiple off-angle blows to the device

Manufacturer narrative:
This device is used for treatment not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. A review of synthes device history records revealed the helical blade coupling screw was inspected to the synthes incoming final inspection sheet. The product conformed to all requirements. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.